Event description:
Customer reported on one morning and took their diabetes medication. Customer stated the medication had been prescribed based on the device results weeks prior to this day. Later in the morning, customer was weak and dizzy. Family member transported them to the hosp emergency room (ER). ER device = 39 mg/dl. Customer was given orange juice, pasta, cake, and an IV of glucose. The next day, customer's device = 206 mg/dl and hosp device = 96 mg/dl taken within 5 minutes of each other. No controls were used. Strips were expired. A request was made for return product and replacement product was sent.